Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient's parent reported that they picked up the patient on (B)(6) 2023 to bring her to the hospital at 6:15pm because the patient's stomach and in pain, they were disoriented and was vomiting. The symptoms were not subsiding. During this time the cgm was reportedly displaying 150-180 mg/dl. They arrived at the hospital at 6:30pm and a doctor performed a fingerstick and it was 680 mg/dl. The doctor treated the patient with insulin. The patient was transferred the intensive care unit because they were in diabetic ketoacidosis and sustained a pneumothorax. The patient was treated with additional medications such as sodium chloride and other unspecified medications. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0734 pneumothorax. Diabetes mellitus is a known cause of diabetic ketoacidosis.